Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan to report the onetouch ultramini meter was giving the error 2 error message. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2014 the patient obtained the error message error 2 on the reported meter during testing; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. The patient manages her diabetes with set doses of insulin. After the attempted use of the meter, the patient experienced the symptoms of being tired, fatigue and she felt hypoglycemic. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient¿s technique of applying the blood sample to the test strip was incorrect, which can cause the resultant error message. The issue was resolved with troubleshooting and patient education. The patient¿s testing technique was incorrect which can cause error messages to be displayed. However, as the patient suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).